Event description:
It was reported that the wake button became detached from the pump. Customer declined follow up from tandem technical support. There was no reported adverse impact to the customer. No additional information was provided.